Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis reports scheduled in the server was not updating. A technical support specialist (tss) logged into the report server remotely via remote support service (rss) and verified that the extract, transform, load (etl) job had run successfully. The tss then logged into the application server remotely via rss, ran the batch report, and confirmed that the information was updated. The issue was resolved after the hospital information technology (hit) team added the necessary exceptions in sophos antivirus. The tss confirmed from the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis stations were not updating the quantities loaded into or removed from them, preventing the customer from determining which medications, or how many, needed to be loaded. The customer stated that this could lead to delays in getting medications to patients. There were no adverse events or injuries reported based on this event.